Manufacturer narrative:
Further review prompted a change in the device analysis results. (B)(4)

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the device failed functional testing for active current drain. It was also noted that the patient connector was broken, the covers were broken on the backside of the device, the battery drawer was broken, the lower case was cracked, the patient front cover was missing, the high rate cover and label were missing, the sense knob was broken, and the ring and bail attachments were missing. (B)(4).

Event description:
It was reported that the connectors were broken. The external pulse generator (epg) was returned to the manufacturer for servicing. There was no patient involvement.